Manufacturer narrative:
The user facility's biomedical engineer (biomed), who is trained by the MFR, will replace the component.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the latch on the ultrasonic air sensor (uas) broke. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.